Event description:
Two incidents with same device (diamond back atherectomy); lubricant was not being infused into system adequately; vipewire broke off into the patients tibial artery, was not retrievable.